Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that detached prematurely. The patient was undergoing a coil embolization procedure to treat an unruptured amorphous aneurysm of the right common iliac artery. It was noted that the artery was having embolisms prior to the procedure. Blood flow was normal. Vessel tortuosity was moderate. It was reported the concerto coil and the accessory devices were prepared according to the instructions for use (IFU). When the coil was being advanced into the microcatheter, it became detached. No friction had been noted during delivery. No attempts at detachment had been made. The physician did not rotate the pusher. Continuous catheter flush was not administered during the procedure. The coil was safely removed from the microcatheter and was replaced to continue the procedure. There was no harm or injury to the patient. Ancillary device: progreat 2.7fr microcatheter